Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a 2-3 cm malignant stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. The patient had chemotherapy, and on (B)(6) 2023, during a follow-up visit, an x-ray scan revealed that the stent migrated. The patient's stricture was partially resolved at the time of migration and on (B)(6) 2023, the stent was removed using rat tooth forceps and another wallflex esophageal stent was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f23 captures the reportable event of additional intervention to remove the migrated stent and implant another stent.